Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since received implant hasn't experienced at least 50% improvement in symptom control. Patient said that is still wet in the morning. Patient also mentioned that they were away for 3 weeks however didn't go through airport security. When asked, patient stated that they have made adjustments in the past. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and it was determined that stimulation was off. Caller not aware that stimulation was off and doesn't recall turning stimulation off. With instruction, patient's husband, turned stimulation on. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient mentioned unrelated medical history. This included patient said that the trial was more successful than the implant.

Event description:
Additional information was received from the patient. It was reported that the cause of the stimulation being off was determined to be due to accidentally turning it off. The patient was able to turn it back on was help. The issue was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.